Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high for the glucose meter to read. The customer stated that he experienced nausea, vomiting, excessive thirst and headaches. Troubleshooting was performed, and the customer did not see insulin exiting during the prime test. Found that the customer was not priming correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. The customer was placed on hold, and the call was disconnected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.